Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported that the customer was hospitalized in the intensive care unit for diabetic ketoacidosis from (B)(6) 2014 - (B)(6) 2014. Customer's blood glucose level at the time of hospitalization 605mg/dl. Customer also reported having previous high blood glucose levels ranging from 400mg/dl to 500mg/dl. Customer advised that they have been using manual injections since leaving the hospital. No additional information was provided.